Manufacturer narrative:
Concomitant products: item # 00875305401, acetabular shell with cluster holes, lot #unk. Item # 00811400300, femoral stem, lot# unk. Item # 00801102028, allen plug, lot #unk.

Event description:
It is reported that a patient underwent a left hip arthroplasty subsequently the patient underwent a revision procedure on due to infection approximately 1 months post implantation. The femoral head and acetabular liner were removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. Reported event was unable to be confirmed as the lot number is unknown. Device history records were not reviewed as the lot number of the device is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.